Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "takedown of ankle arthrodesis with insufficient fibula: surgical technique and intermediate-term follow-up¿ written by john m. Schuberth, dpm, jeffrey c. Christensen, dpm, facfas, and chad seidenstricker, dpm, facfas published in the journal of foot & ankle surgery in 2018 was reviewed. The purpose of the present study was to describe the surgical strategy technique and report the intermediate-term results for a series of 10 patients with takedown of ankle fusion with an insufficient fibula. Study involved 10 patient and one patient was implanted with the agility ankle. Patient is a (B)(6) female with a weight of 209 lbs. Adverse events: revision due to a valgus tilt of the talar component. Re-revision due to a valgus tilt of the taler component and fibular defect that was bone grafted to fortify the lateral buttress. Third revision 1 year later ¿ all hardware was removed (unknown reason).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.